Event description:
Patient reported infusion set tubing pulled away from the luer lock. Patient indicated that her blood glucose was elevated (240 mg/dl). Patient indicated after changing infusion set, blood glucose returned to normal.